Event description:
User's finger was cut by broken glass from glass ampule of control. Glass was stuck in user's finger. There was no excessive blleding. Glass was removed from finger and a bandage was applied.